Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having little sharp pains on their left side and around their heart. They also described a thumping sensation on their side. The patient later reported a sharp stabbing pain on the right side of their chest and a dull pain near their phrenic nerve. The following physician confirmed that the patient was experiencing mild stimulation from the left ventricular (lv) lead which the patient indicated was tolerable. Lv output was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.